Manufacturer narrative:
Date of event: (B)(6) 2016. Date of this report: 12/12/2016. Device available for evaluation? Yes return date: 01/18/2017. Date manufacturer received: 01/24/2017. Product evaluation: 1 un-sealed sample, part number 8562010, from lot number 0211519279, was received for analysis. There was a residue consistent with biological contaminants on the device. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The device was set to the 0.5ma position when received and was functionally tested per in the as received condition; the device would light which indicates it was delivering stimulating current and is not consistent with the reported event. The device was then functionally tested in the other two positions with no issues or intermittent behavior while manipulating the switch and tip within the positions. The device was electrically tested per the xpi with no out of specification condition identified: ¿ position 0.5ma requirement is 0.5ma +/- 0.1ma (0.4ma - 0.6ma), and measures 0.50ma. ¿ position 1.0ma requirement is 1.0ma +/- 0.2ma (0.8ma - 1.2ma), and measures 1.02ma. ¿ position 2.0ma requirement is 2.0ma +/- 0.4ma (1.6ma - 2.4ma), and measures 2.04ma. The information most likely indicates a patient related circumstance whereas the device may not have performed as expected due to anatomical or operational factors. (B)(4).

Manufacturer narrative:
Analysis results not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the probe "failed during surgery. It did not show stimulation properly." There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.